Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. Following the procedure, since 2006 the patient experienced ongoing infections, bladder infections, incontinence shortly after the procedure and abdominal pain. The patient has been on antibiotics since 2006. Additional information will be requested.